Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was cracked, unresponsive, and unreadable. The customer's blood glucose (bg) level was "high", although a specific value was not given. The customer required assistance and was given water and a manual injection to address their bg. Replacement pump was sent to customer to resolve the issue.